Event description:
It was reported that the patient was hospitalized for 3 days due to hypoglycemia. No other information was given regarding hospitalization or treatment given.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
It was reported that the patient was not hospitalized due to pods failing. The patient only wanted to report the pods did not double beep and did not prime with the pdm at activation.